Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to controller board. A field service engineer removed rear panel and replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system cubie drawer failed to open, preventing user from dispensing the required medications and causing delay in patient care. There were no adverse events or injuries reported based on this event.